Manufacturer narrative:
The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. The customer stated that the patient was a pediatric patient.

Event description:
It was reported that when the nurse checked on the patient, the nurse found several small yellow-tinged drops on the floor under the IV pole during a methotrexate infusion. Upon assessment, the nurse inquired if the pediatric patient had spilled any of the ramen noodle soup that the patient was previously eating, in which the patient's parent stated "I don't think so". Upon further assessment, the nurse found that the chemotherapy tubing set filter was leaking. The nurse immediately stopped the chemotherapy infusion, paged the provider and requested assistance from the charge nurse. The area was cleaned using 2-step wipes and with approval from the provided replaced the methotrexate tubing set. Prior to switching to a new tubing set, the nurse flushed the line with normal saline up towards the medication IV bag in order to salvage the medication contained within the tubing set. Once the tubing set was replaced, the nurse programmed the device to infuse at a higher rate in order to complete the infusion on time. The customer later stated that there were no nursing reports of adverse effects caused to the pediatric patient from the event.